Event description:
The customer reported that the dash 4000 monitor did not alarm when the pt went into vf. The pt was defibrillated successfully, and no adverse outcome resulted. The customer's initial investigation of full disclosure strips revealed that when the pt went into vf, the intellirate feature potentially caused the heart rate source to switch to spo2, resulting in a waveform for heart rate. The strips also allegedly revealed that the alarm audio was set to off. Following the event, the intellirate function default was changed to off. The customer then disabled the intellirate function completely. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.